Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Non cancel bowel resection what surgical procedure was performed? Awaiting confirmation did the patient receive any preoperative chemotherapy or radiation? Unknown, but was informed that procedure was not for cancer were there any issues experienced with the device in the initial surgical procedure? No information what is the resident¿s experience with the device? Unknown, will request information where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown was the device difficult to close? Did not report device closing being difficult. Nurse described closure steps as per usual was the device difficult to fire? No information on this. Not reported as difficult to fire did the cdh29b device successfully cut and staple? Surgeon meeting pending. Reported by nurse that anastomosis tore upon removal. Did the cdh25b device successfully cut and staple? Surgeon meeting pending. Reported by nurse that anastomosis tore upon removal can you please confirm that the user completed 2 full 360 degree turns and not just 2 turns of the wrist for? Unknown at this time can you please confirm that the user when attempting to remove rotated 90 degrees to the left and then rotated 90 degrees to the right in both firings? Tbd did the healthcare professional receive audible & tactile feedback when firing the device? Tbd were the donuts inspected? If so, please describe. No, donuts are still in the device. Donuts were not required by surgeon/pathology as non cancerous case and were shipped with both devices for inspection. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Tbd by our analysis. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No information what is the current status of the patient? (B)(6) patient was stable. Patient required ostomy. Hospital patient safety representative involved with case review. Resident fired stapler following manufacturer¿s instructions. Stapler opened at anastomosis, but anvil did not tilt for removal. Troubleshooting done as directed in device opening and removal pamphlet. Anastomosis tore. Procedure redone. Same thing happened again. Following the manual directions, 2nd stapler fired by surgeon using a 25b eea stapler.

Event description:
It was reported that there was 2 back-to- back misfires of cdh25b and cdh29b circular staplers. Resident attempted first firing. Upon removal 2 full rotations, tore anastomosis. Enough tissue remained to attempt a second anastomosis. Attending fired the second stapler - used a different size. Closed till fingertip tight in the green zone. Fired, opened 2 full rotations and upon 90- degree rotation to begin removal tore tissue. Will attempt to hand sew the torn tissue of the anastomosis. Patient required ostomy. Surgery was delayed by 20-minutes. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 02/11/2022. D4: batch # 294a73. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. In addition, a staple retainer was received along with the device. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. The event described could not be confirmed as the anvil and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: it was reported that the anvil did not tilt. Can you please confirm that the device that was used was an ethicon cdh29b? Yes, the device was cdh25b and cdh29b. What is the surgeon¿s experience with the device? Surgeon had used cdh a series regularly. Unknown if this was first time firing cdh b series post in-service. What surgical procedure was performed? Metastatic cancer patient. Colorectal procedure. Procedure name not provided. What is the resident¿s experience with the device? Unknown. Did the cdh29b device successfully cut and staple? Appeared to however tore anastomosis upon removal so cannot be 100% certain. Surgeon said resident fired as per usual - thought possible resident user error which led him to go below for second firing attempt with smaller stapler (25). Did the cdh25b device successfully cut and staple? Appeared to however tore anastomosis upon removal (90/90) so cannot be 100% certain). Surgeon said fired as per usual. Can you please confirm that the user completed 2 full 360 degree turns and not just 2 turns of the wrist for? Unknown. Surgeon claims to have opened two full turns. Unknown for resident attempt. Can you please confirm that the user when attempting to remove rotated 90 degrees to the left and then rotated 90 degrees to the right in both firings? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unconfirmed. The surgeon's initial thought was resident user error however after his failed firing wasn¿t sure if it was device or delicate patient tissue - patient had metastatic colorectal cancer.